Event description:
It was reported that, on the date of this report, the patient was having a multi-level spinal fusion and the physician had to cut the catheter and needed a pin to attach it back together. The catheter was cut and a hole was leaking medication and the physician replaced it. There were no issues with the catheter or pump. The manufacturer was contacted to verify that the pin/boots in the 8596sc kit would fit to reattach to the existing 8709 catheter back together since an 8590-9 kit was not available. Additional information received on (B)(4) 2015 reported that the patient was currently in the hospital, as he had the ¿major back surgery¿ so that he could stand up straight. The surgery was not related to the pump. Since then, the patient couldn¿t walk. When the patient was put on the edge of the bed to get him up, he screamed in pain. The patient was looking to have an MRI for the past 4 days of his back in the t12-s1 area. They were looking to see if anything was pinched. The MRI was related to the back surgery and was not pump-related. The patient¿s last pump refill was on (B)(6) 2015. The device system was used to deliver sufentanil and clonidine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11175r05, implanted: (B)(6) 2002, product type catheter; product ID neu_unknown_cath, serial # unknown, product type catheter; product ID 8709, lot # j11175r05, implanted: (B)(6) 2002, product type catheter. (B)(4).